Event description:
Customer alleges the joystick screen states left brake fault; chair is pulling to the left, overheating. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model and serial number/date code are unknown. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. Special ed director at (B)(6) stated that a student's power chair's joystick was indicating a left brake fault. The chair was allegedly pulling to the left and overheating. Due diligence was performed to try and get additional information regarding the model and serial numbers of the device. It is unknown if this is an invacare device. No injury or medical intervention.